Event description:
Information was received indicating that leaking occurred at the "male input connector and flange" of a smiths medical portex® bivona® mid-range aire-cuf® tracheostomy tube. It was reported that residue accumulated between the seams; that should have stayed sealed. There were no reported adverse effects.